Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was informed to continue using the pump and advised to call back if the malfunction code appeared again.